Event description:
This spontaneous case from united states was received on (B)(6) 2017 from patient's husband. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unknown latency was warm on the inside/fever on the inside, cannot walk, knees on the inside felt puffy/bloating in her knees, fluid was drawn out of her knees, knees are bad and she is in bad pain/knees are hurting. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for knee pain (batch number and expiry date: unknown). On (B)(6) 2017, the next day her knees didn't work at all. Her knees on the inside felt puffy (onset: (B)(6) 2017; latency: unknown). She felt warm on the inside and chills (onset: 2017; latency: unknown). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. The doctor didn't give her any pain medication, no antibiotics, no treatment recommendations. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unknown). She had bloating in her knees (onset: 2017; latency: unknown). Corrective treatment: antibiotic shot for warm on the inside/fever on the inside; fluid out of her knee for fluid out of her knee not reported for others outcome: not recovered for all events. Seriousness criteria: required intervention for warm on the inside/fever on the inside a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 3-jan-2018: this case concerns a patient who received synvisc one injection and later had fever for which patient received antibiotic shot. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on the information was received on 30-jan-2018 from medical doctor, the case became medically confirmed. This spontaneous case from united states was received on 28-dec-2017 from patient's husband. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unknown latency was warm on the inside/fever on the inside/fevers, cellulitis, cannot walk, fluid out of her knee; after few days legs were both really sore from her knees down, flu; after 62 days had hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension. Also, device malfunction was identified for the reported lot number. Patient had hematemesis with nausea from (B)(6) 2017. Of note, on (B)(6) 2017, patient received bilateral knee cortisone injections. Patient rated the outcome of that injection as poor. Patient had no known drug allergies. Patient was caucasian and had nondisplaced fracture of fifth metatarsal bone, right foot, subsequent encounter for fracture with routine healing, foot pain, right; lymphedema, right leg; stress fracture, right-foot, initial encounter for fracture; osteoarthritis, left and right knee; bursitis of right shoulder; osteoarthritis, knees, bilateral, severe; copd (chronic obstructive pulmonary disease); shortness of breath, arthritis; hypercholesterolemia; history of kidney failure and stroke; hypertension; constipation; diabetes mellitus; gerd (gastroesophageal reflux disease) and preventive health care. Patient had diabetes, anxiety, joint pain, weakness, numbness; respiratory: asthma, cough, wheezing; cardiovascular: leg swelling, ankle swelling; bilateral knee pain. Patient was heavy tobacco smoker. Patient was non alcoholic. Patient had previous hospitalization for hernia surgery and heart stents implanted. Patient had family history of heart disease, rheumatoid arthritis, cancer and diabetes. Patient was wheel chair user. Concomitant medications include cefalexin (cephalexin), clopidogrel, dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, furosemide (lasix), gabapentin (neurontin), insulin glargine (lantus solostar), insulin lispro (humalog), losartan potassium (cozaar), formoterol fumarate/mometasone furoate (dulera); clopidogrel bisulfate (plavix); benzonatate for asthma; insulin aspart (novolog) for diabetes; diclofenac sodium (pennsaid), methylprednisolone (medrol), nifedipine, lidocaine, salbutamol sulfate (proair hfa), alprazolam, acetylsalicylic acid (aspirin "bayer"), olmesartan medoxomil (benicar), acitretin, salbutamol sulfate (albuterol sulfate), amoxicillin, amoxicillin/clavulanic acid (augmentin), sulfamethoxazole/trimethoprim (bactrim), benzoyl peroxide/clindamycin (benzaclin), cefidine, cefpodoxime, ammonium chloride/dextromethorphan hydrobromide/sodium citrate (cheratussin), fluconazole (diflucan), doxycycline hyclate, formoterol fumarate/mometasone furoate (dulera), chlorpheniramine w/hydrocodone, ibuprofen, ipratropium/salbutamol, lactulose, levofloxacin (levaquin), metolazone, phenoxymethylpenicillin potassium (penicillin v potassium), prednisone, promethazine hydrochloride (promethazine), pantoprazole sodium (protonix), salbutamol (proventil hfa), montelukast (singulair), budesonide/formoterol fumarate (symbicort), oseltamivir phosphate (tamiflu) on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch number: 7rsl021 and expiration date: not reported) for knee pain and arthritis in both knees. Following the injection, the patient noted no pain relief. Patient would follow up on an as needed basis. On (B)(6) 2017, the next day her knees didn't work at all. Patient felt like an explosion in the knees. Patient had puffiness in her knees. Her knees on the inside felt puffy (onset: (B)(6) 2017; latency: unknown). She felt warm on the inside and chills (onset: 2017; latency: unknown). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. The doctor didn't give her any pain medication, no antibiotics, no treatment recommendations. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unknown). She had bloating in her knees (onset: (B)(6) 2017; latency: unknown). It was reported that the doctor injected patient with that synvisc-one that was contaminated. It was reported that patient would not be using it anymore. On an unknown date in 2017, latency unknown, patient had cellulitis of lower extremity. Patient indicated that since her last visit, her symptoms have returned. Patient current pain level, on a scale from 0- 10, was 8. Since her last appointment, patient has been taking codeine phosphate/paracetamol (tylenol w/codeine no. 3) for pain and she felt that her symptoms were worsened due to the medication, patient has not sought treatment from other providers for this condition. Patient was requesting an alternative for pain medication. Patient described the shoulder pain as sore and severe. This pain was continuous, and since her last visit her shoulder pain level has worsened. On a scale of 1-10, with 1 being no pain and 10 being the worst pain imaginable, her pain level in her shoulder today was 9. On (B)(6) 2017, patient had blood test and the result of bnp (brain natriuretic peptide) was 54 pg/ml, creatinine was 2 mg/dl (high); alkaline phosphatase was 102 u/l; alt (alanine aminotransferase) was 13 u/l; ast (aspartate aminotransferase) was 17 u/l; total bilirubin was 0.4 mg/dl; albumin 3.8 g/dl; protein 6.7 g/dl; white blood cell (wbc) was 10.5 k/ul; rbc (red blood cell count) was 4.93 m/ul; hemoglobin was 13.3 g/dl; hematocrit was 41.9 %; platelet count was 304 k/ul; neutrophils was 66.2%; lymphocytes was 23.6% (low); glucose was 156 mg/dl (high); bun was 37 mg/dl (high). Patient had been getting it every six months before this. Patient said that it was hard to describe. On an unknown date in (B)(6) 2017 (latency: few days), patient legs got red and she had chills and fevers. On (B)(6) 2017, patient went to her regular doctor and doctor gave her antibiotics. Patient was prescribed levofloxacin (levaquin) for cough and chills. Doctor thought that patient had the flu. Then, the following week, patient went back to the doctor where they injected her and they said that there was nothing they can do. On (B)(6) 2017, patient went back to see the doctor. They gave her an antibiotic and solumedrol injection for coughing and chills. The nurse noticed that patient legs were both really sore from her knees down. Nurse noticed redness to patient and that they were very swollen from her knees down. They told patient to go to ER (emergency room). Patient went to the ER on (B)(6) 2017. They put her on IV (intravenous) antibiotics and gave her pills to take called cefalexin monohydrate. It was reported that patient was not still having the problems. They resolved after she went to the ER and received treatment. Patient did have blood work done. It was possible that the chills that the patient had been experiencing for the past month were due to an infection from exposure to a possibly contaminated vial of medication that was injected in patient knees last month. On (B)(6) 2017, patient was given ceftriaxone sodium (rocephin) in the emergency room. Patient was prescribed cefalexin monohydrate for 7 days because skin of lower legs was looking red and was warm. Patient was given methylprednisolone sodium succinate (solu-medrol) for cough/ chills/ shortness of breath. During injection it was noticed that patient's both legs were swollen from the knee down and had redness to them. Patient was currently on currently on dulera and proair on (B)(6) 2018, 62 days after receiving injection, patient has very bad cough with green mucus all through the day worse in mornings. Patient was short of breath and wheezing, also complained of chest tightness and pain. Patient had acute copd (acute bronchospasm), acute bronchitis, mild to moderate cardiomegaly, hypertension. Patient had hyperinflation lungs indicate underlying copd, coarsened interstitial markings which are most likely chronic although further edema wwas not excluded, mild to moderate cardiomegaly. Corrective treatment: antibiotic shot for warm on the inside/fever on the inside/fevers; cefalexin monohydrate (keflex), IV antibiotics for legs were both really sore from her knees down; antibiotic and methylprednisolone sodium succinate (solumedrol) for flu; drained fluid out of her knee for knee effusion; keflex; im injection of some antibiotics, oral antibiotics, rocephin for cellulitis; not reported for rest events; albuterol sulfate, promethazine for acute copd outcome: not recovered for fluid out of her knee, her knees didn't work at all, warm on the inside/fever on the inside/fevers, device malfunction, cannot walk; unknown for cellulitis, hypertension, mild to moderate cardiomegaly, acute bronchitis, acute copd, hypoxemia; recovered for rest events seriousness criteria: required intervention for warm on the inside/fever on the inside/fevers, legs were both really sore from her knees down and device malfunction; important medical event for cellulitis and hypoxemia an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow-up was received on 29-dec-2017. No new information was received. Additional information was received on 25-jan-2018 from patient's husband. Verbatim was updated for the event of warm on the inside/fever on the inside to warm on the inside/fever on the inside/fevers; knees on the inside felt puffy/bloating in her knees to knees on the inside felt puffy/bloating in her knees/explosion in the knees. Event of device malfunction, legs were both really sore from her knees down, redness, swollen from her knees down, flu were added along with its details. Clinical course updated. Text was amended accordingly. Additional information was received on 25-jan-2018 from patient's husband. Event of cellulitis was added along with its details. Event of redness, swollen from her knees down, knees on the inside felt puffy/bloating in her knees/explosion in the knees and knees are bad and she is in bad pain/knees are hurting were updated from diagnosis to symptom of cellulitis. Medical history, concomitant medications added. Relevant lab tests added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from medical doctor. Events of hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension were added along with its details. Medical history, concomitant medications added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow-up dated 30-jan-2018: this case concerns a female patient who has received synvisc one injection from the recalled lot and later experienced fever, hypoxia, pain , redness and swelling in legs for which patient received IV antibiotics and was diagnosed with cellulitis. A temporal relationship can be established with the product administration (except for the event of hypoxia). Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information was received on 30-jan-2018 from medical doctor, the case became medically confirmed. This spontaneous case from united states was received on 28-dec-2017 from patient's husband this case concerns a 69 years old female patient who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unknown latency experienced right anterior leg redness, fever, was warm on the inside/fever on the inside/fevers, cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis, cannot walk, fluid out of her knee; after few days legs were both really sore from her knees down, flu; after 62 days had hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension. Also, device malfunction was identified for the reported lot number, after unknown latency symptoms have worsened, current pain level was 8/night pain/ pain with sports/ activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, warm to touch both knees; 30 days later had glucose increased, bun high, creatinine increased and gfr decreased both non af amer and af amer. Patient had hematemesis with nausea from (B)(6) 2017 . Of note, on (B)(6) 2017 , patient received bilateral knee cortisone injections. Patient rated the outcome of that injection as poor. Patient had no known drug allergies. Patient was caucasian and had nondisplaced fracture of fifth metatarsal bone, right foot, subsequent encounter for fracture with routine healing, foot pain, right; lymphedema, right leg; stress fracture, right-foot, initial encounter for fracture; osteoarthritis, left and right knee; bursitis of right shoulder; osteoarthritis, knees, bilateral, severe; copd (chronic obstructive pulmonary disease); shortness of breath, arthritis; hypercholesterolemia; history of kidney failure and stroke; hypertension; constipation; diabetes mellitus; gerd (gastroesophageal reflux disease) and preventive health care. Patient had diabetes, anxiety, joint pain, weakness, numbness; respiratory: asthma, cough, wheezing; cardiovascular: leg swelling, ankle swelling; bilateral knee pain. Patient was heavy tobacco smoker. Patient was non alcoholic. Patient had previous hospitalization for hernia surgery and heart stents implanted. Patient had family history of heart disease, rheumatoid arthritis, cancer and diabetes. Patient was wheel chair user. Concomitant medications include cefalexin (cephalexin), clopidogrel, dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, furosemide (lasix), gabapentin (neurontin), insulin glargine (lantus solostar), insulin lispro (humalog), losartan potassium (cozaar), formoterol fumarate/mometasone furoate (dulera); clopidogrel bisulfate (plavix); benzonatate for asthma; insulin aspart (novolog) for diabetes; diclofenac sodium (pennsaid), methylprednisolone (medrol), nifedipine, lidocaine, salbutamol sulfate (proair hfa), alprazolam, acetylsalicylic acid (aspirin "bayer"), olmesartan medoxomil (benicar), acitretin, salbutamol sulfate (albuterol sulfate), amoxicillin, amoxicillin/clavulanic acid (augmentin), sulfamethoxazole/trimethoprim (bactrim), benzoyl peroxide/clindamycin (benzaclin), cefidine, cefpodoxime, ammonium chloride/dextromethorphan hydrobromide/sodium citrate (cheratussin), fluconazole (diflucan), doxycycline hyclate, formoterol fumarate/mometasone furoate (dulera), chlorpheniramine w/hydrocodone, ibuprofen, ipratropium/salbutamol, lactulose, levofloxacin (levaquin), metolazone, phenoxymethylpenicillin potassium (penicillin v potassium), prednisone, promethazine hydrochloride (promethazine), pantoprazole sodium (protonix), salbutamol (proventil hfa), montelukast (singulair), budesonide/formoterol fumarate (symbicort), oseltamivir phosphate (tamiflu), benzoyl peroxide/clindamycin (benzaclin), clonazepam, clopidogrel bisulfate (plavix), dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, formoterol fumarate/mometasone furoate (dulera), furosemide, insulin glargine (lantus solostar), insulin lispro (humalog kwikpen), lactulose, pantoprazole sodium, pregabalin (lyrica), tramadol hydrochloride, triamcinolone acetonide, azithromycin (zithromax z-pak). Patient's medical history also included acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation. Relevant concurrent conditions chronic bronchitis, anxiety disorder, insomnia, hypertension. Other relevant medical history included chills (without fever), dyspnea, swollen feet, foot pain, wheezing, elevated serum creatinine, acute sinusitis, groin fungal rashes, sore throat. Patient had no known drug allergies. The patient was never a smoker. On (B)(6) 2017 , patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch number: 7rsl021 and expiration date: not reported) for knee pain and arthritis in both knees. Following the injection, the patient noted no pain relief. Patient would follow up on an as needed basis. On (B)(6) 2017 the next day her knees didn't work at all. Patient felt like an explosion in the knees. Patient had puffiness in her knees. Her knees on the inside felt puffy (onset: (B)(6) 2017 ; latency: unknown). She felt warm on the inside and chills (onset: 2017; latency: unknown). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. The doctor didn't give her any pain medication, no antibiotics, no treatment recommendations. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unknown). She had bloating in her knees (onset: (B)(6) 2017 ; latency: unknown). It was reported that the doctor injected patient with that synvisc-one that was contaminated. It was reported that patient would not be using it anymore. On an unknown date in 2017, latency unknown, patient had cellulitis of lower extremity. Patient indicated that since her last visit, her symptoms have returned. Patient current pain level, on a scale from 0- 10, was 8. Since her last appointment, patient has been taking codeine phosphate/paracetamol (tylenol w/codeine no. 3) for pain and she felt that her symptoms were worsened due to the medication, patient has not sought treatment from other providers for this condition. Patient was requesting an alternative for pain medication. Patient described the shoulder pain as sore and severe. This pain was continuous, and since her last visit her shoulder pain level has worsened. On a scale of 1-10, with 1 being no pain and 10 being the worst pain imaginable, her pain level in her shoulder today was 9. On (B)(6) 2017 , patient had blood test and the result of bnp (brain natriuretic peptide) was 54 pg/ml, creatinine was 2 mg/dl (high); alkaline phosphatase was 102 u/l; alt (alanine aminotransferase) was 13 u/l; ast (aspartate aminotransferase) was 17 u/l; total bilirubin was 0.4 mg/dl; albumin 3.8 g/dl; protein 6.7 g/dl; white blood cell (wbc) was 10.5 k/ul; rbc (red blood cell count) was 4.93 m/ul; hemoglobin was 13.3 g/dl; hematocrit was 41.9 %; platelet count was 304 k/ul; neutrophils was 66.2%; lymphocytes was 23.6% (low); glucose was 156 mg/dl (high); bun was 37 mg/dl (high). Patient had been getting it every six months before this. Patient said that it was hard to describe. According to the patient she went to orthopedics for her knee treatment in (B)(6) 2017 . She was given intra articular injection of synvisc in both knees. According to patient she had reaction from the injection, she developed swelling and redness of knees. Patient again went to orthopedics and patient was advised to visit primary doctor, but patient went to doctor for further evaluations. She was treated with im injection of some antibiotics and oral antibiotics as per patient. Patient also went to ER on (B)(6) 2017 for further evaluation. Patient was diagnosed with lower leg cellulltis and prescribed rocephin and keflex. Patient was still taking keflex. It was reported that the patient received some paper from her orthopedic doctor saying the injection she received in knees were probably contaminated and they were on recall as per manufacturer. On an unknown date in (B)(6) 2017 (latency: few days), patient legs got red and she had chills and fevers. On (B)(6) 2017 , patient went to her regular doctor and doctor gave her antibiotics. Patient was prescribed levofloxacin (levaquin) for cough and chills. Doctor thought that patient had the flu. Then, the following week, patient went back to the doctor where they injected her and they said that there was nothing they can do. On (B)(6) 2017 , patient went back to see the doctor. They gave her an antibiotic and solumedrol injection for coughing and chills. The nurse noticed that patient legs were both really sore from her knees down. Nurse noticed redness to patient and that they were very swollen from her knees down. They told patient to go to ER (emergency room). Patient went to the ER on (B)(6) 2017 . They put her on IV (intravenous) antibiotics and gave her pills to take called cefalexin monohydrate. It was reported that patient was not still having the problems. They resolved after she went to the ER and received treatment. Patient did have blood work done. It was possible that the chills that the patient had been experiencing for the past month were due to an infection from exposure to a possibly contaminated vial of medication that was injected in patient knees last month. On(B)(6) 2017 , patient was given ceftriaxone sodium (rocephin) in the emergency room. Patient was prescribed cefalexin monohydrate for 7 days because skin of lower legs was looking red and was warm. Patient was given methylprednisolone sodium succinate (solu-medrol) for cough/ chills/ shortness of breath. During injection it was noticed that patient's both legs were swollen from the knee down and had redness to them. Patient was currently on currently on dulera and proair. On (B)(6) 2017 , 30 days latency, all tests were within normal limits except glucose, bun and creatinine. The labs obtained suggest against any acute inflammatory/ infectious process such as sepsis or joint infection. The patient elected to not obtain the esr/crp and the joint aspiration and culture and cell count of the joint aspirate. The results were reviewed and treated by the ordering physician. No further action is deemed necessary for clinical care of this patient based on these results. Should she have symptoms of an infection in her knee she is to f/u with doctor or proceed with the tests we ordered. If she had continued arthritis pain she can also f/u with the doctor as needed. On (B)(6) 2018, the patient developed chronic cellulitis of unspecified pat of limb. On (B)(6) 2018, the patient developed localized edema. Patient had acute copd (acute bronchospasm), acute bronchitis, mild to moderate cardiomegaly, hypertension. Patient had hyperinflation lungs indicate underlying copd, coarsened interstitial markings which are most likely chronic although further edema was not excluded, mild to moderate cardiomegaly. On (B)(6) 2018, patient's assessment included reactions from intra articular injection synvisc as per patient, but no significant findings seen on knees examination. On (B)(6) 2018, the patients clinical condition had not changed from her previous visit. He again requested a note documenting which injection she received. On (B)(6) 2018, 62 days after receiving injection, patient has very bad cough with green mucus all through the day worse in mornings. Patient was short of breath and wheezing, also complained of chest tightness and pain. Resolving cellulitis in left anterior leg with redness but no warmness present; right anterior leg redness with no warmness and swelling; chronic bilateral lower leg edema. On unknown dates , after unknown latencies, patient experienced symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees. Corrective treatment: antibiotic shot for warm on the inside/fever on the inside/fevers; cefalexin monohydrate (keflex), IV antibiotics for legs were both really sore from her knees down; antibiotic and methylprednisolone sodium succinate (solumedrol) for flu; drained fluid out of her knee for knee effusion; keflex; im injection of some antibiotics, oral antibiotics, rocephin for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis; albuterol sulfate, promethazine for acute copd; not reported for rest events outcome: not recovered for fluid out of her knee, her knees didn't work at all, warm on the inside/fever on the inside/fevers, device malfunction, cannot walk; unknown for right anterior leg redness, hypertension, mild to moderate cardiomegaly, acute bronchitis, acute copd, hypoxemia; recovering/resolving for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis; unknown for symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees; recovered for rest events seriousness criteria: required intervention for warm on the inside/fever on the inside/fevers, legs were both really sore from her knees down and device malfunction; important medical event for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis and hypoxemia an investigation was initiated with global ptc number (B)(4) as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow-up was received on (B)(6) 2017 . No new information was received. Additional information was received on 25-jan-2018 from patient's husband. Verbatim was updated for the event of warm on the inside/fever on the inside to warm on the inside/fever on the inside/fevers; knees on the inside felt puffy/bloating in her knees to knees on the inside felt puffy/bloating in her knees/explosion in the knees. Event of device malfunction, legs were both really sore from her knees down, redness, swollen from her knees down, flu were added along with its details. Clinical course updated. Text was amended accordingly. Additional information was received on (B)(6) 2018 from patient's husband. Event of cellulitis was added along with its details. Event of redness, swollen from her knees down, knees on the inside felt puffy/bloating in her knees/explosion in the knees and knees are bad and she is in bad pain/knees are hurting were updated from diagnosis to symptom of cellulitis. Medical history, concomitant medications added. Relevant lab tests added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from medical doctor. Events of hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension were added along with its details. Medical history, concomitant medications added. Clinical course updated. Text was amended accordingly follow up was received on 12-feb-2018. Global ptc number was added. Additional information was received on 16-feb-2018. Additional event of right anterior leg redness was added with details. Concomitant medications of benzoyl peroxide/clindamycin (benzaclin), clonazepam, clopidogrel bisulfate (plavix), dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, formoterol fumarate/mometasone furoate (dulera), furosemide, insulin glargine (lantus solostar), insulin lispro (humalog kwikpen), lactulose, pantoprazole sodium, pregabalin (lyrica), tramadol hydrochloride, triamcinolone acetonide, azithromycin (zithromax z-pak) were added. Medical history of acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation was added. Concurrent conditions of chronic bronchitis, anxiety disorder, insomnia, hypertension were added. Event term of cellulitis was updated to cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis and its outcome was updated to recovering. Text was amended accordingly. Additional information was received on 14-mar-2018 and 19-mar-2018 (all information processed together with clock start date tick with (B)(6) 2018 from healthcare professional. Additional events of symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees were added. Concurrent conditions and medical history was added. Clinical course was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow-up dated 14-mar-2018: this case concerns a female patient who has received synvisc one injection from the recalled lot and later experienced condition worsened, knee pain, red rash, ankle swelling, swelling of legs, joint warmth, discomfort in joints, joint instability, fever, hypoxia, pain, redness and swelling in legs for which patient received IV antibiotics and was diagnosed with cellulitis. A temporal relationship can be established with the product administration (except for the event of hypoxia). Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information was received on 30-jan-2018 from medical doctor, the case became medically confirmed. This spontaneous case from united states was received on (B)(6) 2017 from patient's husband this case concerns a 69 years old female patient who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unknown latency experienced right anterior leg redness, fever, was warm on the inside/fever on the inside/fevers, cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis, cannot walk, fluid out of her knee; after few days legs were both really sore from her knees down, flu; after 62 days had hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension. Also, device malfunction was identified for the reported lot number. Patient had hematemesis with nausea from (B)(6) 2017. Of note, on (B)(6) 2017, patient received bilateral knee cortisone injections. Patient rated the outcome of that injection as poor. Patient had no known drug allergies. Patient was caucasian and had nondisplaced fracture of fifth metatarsal bone, right foot, subsequent encounter for fracture with routine healing, foot pain, right; lymphedema, right leg; stress fracture, right-foot, initial encounter for fracture; osteoarthritis, left and right knee; bursitis of right shoulder; osteoarthritis, knees, bilateral, severe; copd (chronic obstructive pulmonary disease); shortness of breath, arthritis; hypercholesterolemia; history of kidney failure and stroke; hypertension; constipation; diabetes mellitus; gerd (gastroesophageal reflux disease) and preventive health care. Patient had diabetes, anxiety, joint pain, weakness, numbness; respiratory: asthma, cough, wheezing; cardiovascular: leg swelling, ankle swelling; bilateral knee pain. Patient was heavy tobacco smoker. Patient was non alcoholic. Patient had previous hospitalization for hernia surgery and heart stents implanted. Patient had family history of heart disease, rheumatoid arthritis, cancer and diabetes. Patient was wheel chair user. Concomitant medications include cefalexin (cephalexin), clopidogrel, dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, furosemide (lasix), gabapentin (neurontin), insulin glargine (lantus solostar), insulin lispro (humalog), losartan potassium (cozaar), formoterol fumarate/mometasone furoate (dulera); clopidogrel bisulfate (plavix); benzonatate for asthma; insulin aspart (novolog) for diabetes; diclofenac sodium (pennsaid), methylprednisolone (medrol), nifedipine, lidocaine, salbutamol sulfate (proair hfa), alprazolam, acetylsalicylic acid (aspirin "bayer"), olmesartan medoxomil (benicar), acitretin, salbutamol sulfate (albuterol sulfate), amoxicillin, amoxicillin/clavulanic acid (augmentin), sulfamethoxazole/trimethoprim (bactrim), benzoyl peroxide/clindamycin (benzaclin), cefidine, cefpodoxime, ammonium chloride/dextromethorphan hydrobromide/sodium citrate (cheratussin), fluconazole (diflucan), doxycycline hyclate, formoterol fumarate/mometasone furoate (dulera), chlorpheniramine w/hydrocodone, ibuprofen, ipratropium/salbutamol, lactulose, levofloxacin (levaquin), metolazone, phenoxymethylpenicillin potassium (penicillin v potassium), prednisone, promethazine hydrochloride (promethazine), pantoprazole sodium (protonix), salbutamol (proventil hfa), montelukast (singulair), budesonide/formoterol fumarate (symbicort), oseltamivir phosphate (tamiflu), benzoyl peroxide/clindamycin (benzaclin), clonazepam, clopidogrel bisulfate (plavix), dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, formoterol fumarate/mometasone furoate (dulera), furosemide, insulin glargine (lantus solostar), insulin lispro (humalog kwikpen), lactulose, pantoprazole sodium, pregabalin (lyrica), tramadol hydrochloride, triamcinolone acetonide, azithromycin (zithromax z-pak). Patient's medical history also included acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation. Relevant concurrent conditions chronic bronchitis, anxiety disorder, insomnia, hypertension. Other relevant medical history included chills (without fever), dyspnea, swollen feet, foot pain, wheezing, elevated serum creatinine, acute sinusitis, groin fungal rashes, sore throat. Patient had no known drug allergies. The patient was never a smoker. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch number: 7rsl021 and expiration date: not reported) for knee pain and arthritis in both knees. Following the injection, the patient noted no pain relief. Patient would follow up on an as needed basis. On (B)(6) 2017, the next day her knees didn't work at all. Patient felt like an explosion in the knees. Patient had puffiness in her knees. Her knees on the inside felt puffy (onset: (B)(6) 2017; latency: unknown). She felt warm on the inside and chills (onset: 2017; latency: unknown). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. The doctor didn't give her any pain medication, no antibiotics, no treatment recommendations. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unknown). She had bloating in her knees (onset: (B)(6) 2017; latency: unknown). It was reported that the doctor injected patient with that synvisc-one that was contaminated. It was reported that patient would not be using it anymore. On an unknown date in 2017, latency unknown, patient had cellulitis of lower extremity. Patient indicated that since her last visit, her symptoms have returned. Patient current pain level, on a scale from 0- 10, was 8. Since her last appointment, patient has been taking codeine phosphate/paracetamol (tylenol w/codeine no. 3) for pain and she felt that her symptoms were worsened due to the medication, patient has not sought treatment from other providers for this condition. Patient was requesting an alternative for pain medication. Patient described the shoulder pain as sore and severe. This pain was continuous, and since her last visit her shoulder pain level has worsened. On a scale of 1-10, with 1 being no pain and 10 being the worst pain imaginable, her pain level in her shoulder today was 9. On (B)(6) 2017, patient had blood test and the result of bnp (brain natriuretic peptide) was 54 pg/ml, creatinine was 2 mg/dl (high); alkaline phosphatase was 102 u/l; alt (alanine aminotransferase) was 13 u/l; ast (aspartate aminotransferase) was 17 u/l; total bilirubin was 0.4 mg/dl; albumin 3.8 g/dl; protein 6.7 g/dl; white blood cell (wbc) was 10.5 k/ul; rbc (red blood cell count) was 4.93 m/ul; hemoglobin was 13.3 g/dl; hematocrit was 41.9 %; platelet count was 304 k/ul; neutrophils was 66.2%; lymphocytes was 23.6% (low); glucose was 156 mg/dl (high); bun was 37 mg/dl (high). Patient had been getting it every six months before this. Patient said that it was hard to describe. According to the patient she went to orthopedics for her knee treatment in (B)(6) 2017. She was given intra articular injection of synvisc in both knees. According to patient she had reaction from the injection, she developed swelling and redness of knees. Patient again went to orthopedics and patient was advised to visit primary doctor, but patient went to doctor for further evaluations. She was treated with im injection of some antibiotics and oral antibiotics as per patient. Patient also went to ER on (B)(6) 2017 for further evaluation. Patient was diagnosed with lower leg cellulitis and prescribed rocephin and keflex. Patient was still taking keflex. It was reported that the patient received some paper from her orthopedic doctor saying the injection she received in knees were probably contaminated and they were on recall as per manufacturer. On an unknown date in (B)(6) 2017 (latency: few days), patient legs got red and she had chills and fevers. On (B)(6) 2017, patient went to her regular doctor and doctor gave her antibiotics. Patient was prescribed levofloxacin (levaquin) for cough and chills. Doctor thought that patient had the flu. Then, the following week, patient went back to the doctor where they injected her and they said that there was nothing they can do. On (B)(6) 2017, patient went back to see the doctor. They gave her an antibiotic and solumedrol injection for coughing and chills. The nurse noticed that patient legs were both really sore from her knees down. Nurse noticed redness to patient and that they were very swollen from her knees down. They told patient to go to ER (emergency room). Patient went to the ER on (B)(6) 2017. They put her on IV (intravenous) antibiotics and gave her pills to take called cefalexin monohydrate. It was reported that patient was not still having the problems. They resolved after she went to the ER and received treatment. Patient did have blood work done. It was possible that the chills that the patient had been experiencing for the past month were due to an infection from exposure to a possibly contaminated vial of medication that was injected in patient knees last month. On (B)(6) 2017, patient was given ceftriaxone sodium (rocephin) in the emergency room. Patient was prescribed cefalexin monohydrate for 7 days because skin of lower legs was looking red and was warm. Patient was given methylprednisolone sodium succinate (solu-medrol) for cough/ chills/ shortness of breath. During injection it was noticed that patient's both legs were swollen from the knee down and had redness to them. Patient was currently on currently on dulera and proair. On (B)(6) 2018, the patient developed chronic cellulitis of unspecified pat of limb. On (B)(6) 2018, the patient developed localized edema. On (B)(6) 2018, 62 days after receiving injection, patient has very bad cough with green mucus all through the day worse in mornings. Patient was short of breath and wheezing, also complained of chest tightness and pain. Patient had acute copd (acute bronchospasm), acute bronchitis, mild to moderate cardiomegaly, hypertension. Patient had hyperinflation lungs indicate underlying copd, coarsened interstitial markings which are most likely chronic although further edema was not excluded, mild to moderate cardiomegaly. On (B)(6) 2018, patient's assessment included reactions from intra articular injection synvisc as per patient, but no significant findings seen on knees examination. Resolving cellulitis in left anterior leg with redness but no warmness present; right anterior leg redness with no warmness and swelling; chronic bilateral lower leg edema. Corrective treatment: antibiotic shot for warm on the inside/fever on the inside/fevers; cefalexin monohydrate (keflex), IV antibiotics for legs were both really sore from her knees down; antibiotic and methylprednisolone sodium succinate (solumedrol) for flu; drained fluid out of her knee for knee effusion; keflex; im injection of some antibiotics, oral antibiotics, rocephin for cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis; not reported for rest events; albuterol sulfate, promethazine for acute copd outcome: not recovered for fluid out of her knee, her knees didn't work at all, warm on the inside/fever on the inside/fevers, device malfunction, cannot walk; unknown for right anterior leg redness, hypertension, mild to moderate cardiomegaly, acute bronchitis, acute copd, hypoxemia; recovering/resolving for cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis; recovered for rest events seriousness criteria: required intervention for warm on the inside/fever on the inside/fevers, legs were both really sore from her knees down and device malfunction; important medical event for cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis and hypoxemia. An investigation was initiated with global ptc number (B)(4) as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow-up was received on 29-dec-2017. No new information was received. Additional information was received on 25-jan-2018 from patient's husband. Verbatim was updated for the event of warm on the inside/fever on the inside to warm on the inside/fever on the inside/fevers; knees on the inside felt puffy/bloating in her knees to knees on the inside felt puffy/bloating in her knees/explosion in the knees. Event of device malfunction, legs were both really sore from her knees down, redness, swollen from her knees down, flu were added along with its details. Clinical course updated. Text was amended accordingly. Additional information was received on 25-jan-2018 from patient's husband. Event of cellulitis was added along with its details. Event of redness, swollen from her knees down, knees on the inside felt puffy/bloating in her knees/explosion in the knees and knees are bad and she is in bad pain/knees are hurting were updated from diagnosis to symptom of cellulitis. Medical history, concomitant medications added. Relevant lab tests added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from medical doctor. Events of hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension were added along with its details. Medical history, concomitant medications added. Clinical course updated. Text was amended accordingly follow up was received on 12-feb-2018. Global ptc number was added. Additional information was received on 16-feb-2018. Additional event of right anterior leg redness was added with details. Concomitant medications of benzoyl peroxide/clindamycin (benzaclin), clonazepam, clopidogrel bisulfate (plavix), dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, formoterol fumarate/mometasone furoate (dulera), furosemide, insulin glargine (lantus solostar), insulin lispro (humalog kwikpen), lactulose, pantoprazole sodium, pregabalin (lyrica), tramadol hydrochloride, triamcinolone acetonide, azithromycin (zithromax z-pak) were added. Medical history of acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation was added. Concurrent conditions of chronic bronchitis, anxiety disorder, insomnia, hypertension were added. Event term of cellulitis was updated to cellulitis/cellulitis of unspecified part of limb/lower leg cellulitis and its outcome was updated to recovering. Text was amended accordingly. Sanofi company comment for follow-up dated 16-feb-2018:the follow up information received does not change the previous case assessment. This case concerns a female patient who has received synvisc one injection from the recalled lot and later experienced fever, hypoxia, pain , redness and swelling in legs for which patient received IV antibiotics and was diagnosed with cellulitis. A temporal relationship can be established with the product administration (except for the event of hypoxia). Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information was received on (B)(6) 2018 from medical doctor, the case became medically confirmed. This spontaneous case from united states was received on (B)(6) 2017 from pt's husband. This case concerns a 69 years old female pt who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unk latency experienced right anterior leg redness, fever, was warm on the inside/fever on the inside/fevers, cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis, cannot walk, fluid out of her knee; after few days legs were both really sore from her knees down, flu; after 62 days had hypoxemia, acute copd, acute bronchitis, mild to moderate cardiomegaly, hypertension. Also, device malfunction was identified for the reported lot number, after unk latency symptoms have worsened, current pain level was 8/night pain/ pain with sports/activities/ daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, warm to touch both knees; 30 days later had glucose increased, bun high, creatinine increased and gfr decreased both non af amer and af amer. Pt had hematemesis with nausea from on (B)(6) 2017. The same day, pt had coronary angioplasty with stent placement and esophagogastroduodenoscopy. Of note, on (B)(6) 2017, pt received bilateral knee cortisone injections. Pt rated the outcome of that injection as poor. Pt had no known drug allergies. Pt had nondisplaced fracture of fifth metatarsal bone, right foot, subsequent encounter for fracture with routine healing, foot pain, right; lymphedema, right leg; stress fracture, right-foot, initial encounter for fracture; osteoarthritis, left and right knee; bursitis of right shoulder; osteoarthritis, knees, bilateral, severe; copd (chronic obstructive pulmonary disease); shortness of breath (sob), arthritis; hypercholesterolemia; history of kidney failure and stroke; hypertension; constipation; diabetes mellitus; gerd (gastroesophageal reflux disease) and preventive health care. Pt had diabetes, anxiety, joint pain, weakness, numbness; respiratory: asthma, cough, wheezing; cardiovascular: leg swelling, ankle swelling; bilateral knee pain. Pt was heavy tobacco smoker. Pt was non alcoholic. Pt had previous hospitalization for hernia surgery and heart stents implanted. Pt had family history of heart disease, rheumatoid arthritis, cancer and diabetes. Pt was wheel chair user. Concomitant medications include cefalexin (cephalexin), clopidogrel, dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, furosemide (lasix), gabapentin (neurontin), insulin glargine (lantus solostar), insulin lispro (humalog), losartan potassium (cozaar), formoterol fumarate/mometasone furoate (dulera); clopidogrel bisulfate (plavix); benzonatate for asthma; insulin aspart (novolog) for diabetes; diclofenac sodium (pennsaid), methylprednisolone (medrol), nifedipine, lidocaine, salbutamol sulfate (proair hfa), alprazolam, acetylsalicylic acid (aspirin "bayer"), olmesartan medoxomil (benicar), acitretin, salbutamol sulfate (albuterol sulfate), amoxicillin, amoxicillin/clavulanic acid (augmentin), sulfamethoxazole/trimethoprim (bactrim), benzoyl peroxide/clindamycin (benzaclin), cefidine, cefpodoxime, ammonium chloride/dextromethorphan hydrobromide/sodium citrate (cheratussin), fluconazole (diflucan), doxycycline hyclate, formoterol fumarate/mometasone furoate (dulera), chlorpheniramine w/hydrocodone, ibuprofen, ipratropium/salbutamol, lactulose, levofloxacin (levaquin), metolazone, phenoxymethylpenicillin potassium (penicillin v potassium), prednisone, promethazine hydrochloride (promethazine), pantoprazole sodium (protonix), salbutamol (proventil hfa), montelukast (singulair), budesonide/formoterol fumarate (symbicort), oseltamivir phosphate (tamiflu), benzoyl peroxide/clindamycin (benzaclin), clonazepam, clopidogrel bisulfate (plavix), dexlansoprazole (dexilant), ezetimibe/simvastatin (vytorin), fenofibrate, formoterol fumarate/mometasone furoate (dulera), furosemide, insulin glargine (lantus solostar), insulin lispro (humalog kwikpen), lactulose, pantoprazole sodium, pregabalin (lyrica), tramadol hydrochloride, triamcinolone acetonide, azithromycin (zithromax z-pak). Pt's medical history also included acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation. Relevant concurrent conditions chronic bronchitis, anxiety disorder, insomnia, hypertension. Other relevant medical history included chills (without fever), dyspnea, swollen feet, foot pain, wheezing, elevated serum creatinine, acute sinusitis, groin fungal rashes, sore throat. Pt was never a smoker. Pt was allergic to spirivat. On (B)(6) 2017, pt received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch number: 7rsl021 and expiration date: not reported) for knee pain and arthritis in both knees. Following the injection, pt noted no pain relief. On (B)(6) 2017, the next day her knees didn't work at all. Pt felt like an explosion in the knees. Pt had puffiness in her knees. Her knees on the inside felt puffy (onset: nov17; latency: unk). She felt warm on the inside and mild intermittent chills (onset: 2017; latency: unk). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unk). She had bloating in her knees (onset: nov- 2017; latency: unk). It was reported that the doctor injected pt with that synvisc-one that was contaminated. It was reported that pt would not be using it anymore. On an unk date in 2017, latency unk, pt had cellulitis of lower extremity. Pt indicated that since her last visit, her symptoms have returned. Pt current pain level, on a scale from 0-10, was 8. Since her last appointment, pt has been taking codeine phosphate/paracetamol (tylenol w/codeine no. 3) for pain and she felt that her symptoms were worsened due to the medication, pt has not sought treatment from other providers for this condition. Pt was requesting an alternative for pain medication. Pt described the shoulder pain as sore and severe. On a scale of 1-10, her pain level in her shoulder today was 9. On (B)(6) 2017, pt had blood test and the result of bnp (brain natriuretic peptide) was 54 pg/ml, creatinine was 2 mg/dl (high); alkaline phosphatase was 102 u/l; alt (alanine aminotransferase) was 13 u/l; ast (aspartate aminotransferase) was 17 u/l; total bilirubin was 0.4 mg/dl; albumin 3.8 g/dl; protein 6.7 g/dl; white blood cell (wbc) was 10.5 k/ul; rbc (red blood cell count) was 4.93 m/ul; hemoglobin was 13.3 g/dl; hematocrit was 41.9 %; platelet count was 304 k/ul; neutrophils was 66.2%; lymphs was 23.6% (low); glucose was 156 mg/dl (high); bun was 37 mg/dl (high). Pt had been getting it every six months before this. According to pt she went to orthopedics for her knee treatment in nov17. She was given intra articular injection of synvisc in both knees. According to pt she had reaction from the injection, she developed swelling and redness of knees. She was treated with im injection of some antibiotics and oral antibiotics as per pt. Pt was diagnosed with lower leg cellulltis and prescribed rocephin and keflex. Pt was still taking keflex. It was reported that pt received some paper from her orthopedic doctor saying the injection she received in knees were probably contaminated and they were on recall as per manufacturer. On an unk date in dec-2017 (latency: few days), pt legs got red and she had chills and fevers. On (B)(6) 2017, pt went to her regular doctor and doctor gave her antibiotics. Pt was prescribed levofloxacin (levaquin) for cough and chills. Doctor thought that pt had the flu. Then, the following week, pt went back to the doctor where they injected her and they said that there was nothing they can do. On (B)(6) 2017, pt went back to see the doctor. They gave her an antibiotic and solumedrol injection for coughing and chills. The nurse noticed that pt legs were both really sore from her knees down. Nurse noticed redness to pt and that they were very swollen from her knees down. They told pt to go to ER (emergency room). Pt went to the ER on (B)(6) 2017. They put her on IV (intravenous) antibiotics and gave her pills to take called cefalexin monohydrate. It was reported that pt was not still having the problems. They resolved after she went to the ER and received treatment. Pt did have blood work done. It was possible that the chills that pt had been experiencing for the past month were due to an infection from exposure to a possibly contaminated vial of medication that was injected in pt knees last month. On (B)(6) 2017, pt was given ceftriaxone sodium (rocephin) in the emergency room. Pt was prescribed cefalexin monohydrate for 7 days because skin of lower legs was looking red and was warm. Pt was given methylprednisolone sodium succinate (solu-medrol) for cough/ chills/ sob. During injection it was noticed that pt's both legs were swollen from the knee down and had redness to them. Pt was currently on currently on dulera and proair. On (B)(6) 2017, 30 days latency, all tests were within normal limits except glucose, bun and creatinine. The labs obtained suggest against any acute inflammatory/ infectious process such as sepsis or joint infection. The results were reviewed and treated by the ordering physician. Should she have symptoms of an infection in her knee she is to f/u with doctor or proceed with the tests we ordered. Pt saw her pulmonologist, several weeks ago and completed a two-week course of levaquin about one week ago. She reported seeing physician again 2 days ago and was given a steroid injection and an antibiotic injection. She stated her sputum changed color a couple of weeks ago. She reported increased dyspnea on exertion. Leg edema was baseline for pt, however, she did report slight erythema to bilateral shins since the past 2 weeks. Pt did not know if she has had an actual fever. Denied vomiting or abdominal pain or headache or neck pain or body aches. On (B)(6) 2017, body temperature was 97 degree f, heart rate 115, respiratory rate 21, bp 113/62 and partial pressure of oxygen was 94%. The physical exam revealed that the tachycardia was present. The lymph count was 23.6% (low), glucose was 156 (high), bun 37 (high), creatinine 2.0 (high; ref range: 0.6-1.2). Pt refused CT chest. Pt felt much better after 1 ipratropium bromide/salbutamol sulfate (duoneb) treatment. Pt has been afebrile in ER. Pt's creatinine at baseline. Chest x-ray unchanged from prior. Pt's pulse ox normal on her baseline home oxygen. Pt did not want to stay in hospital. Blood cultures sent given concern for possible exposure to contaminated injection medication. Given new erythema with slight warmth to lower legs, concern for cellulitis, pt given 1 dose IV rocephin and discharged with keflex. Strong return precautions were given. Discussed with pt/family all labs/imaging &/or clinical findings, diagnosis, treatment plan and follow up instruction including return precautions. Interstitial prominence was similar to prior. Bibasilar subsegmental atelectasis. The cardiomediastinal silhouette was prominent, due in part to technique, stable. On (B)(6) 2017, ECG rate was 108 (tachycardic). On (B)(6) 2018, pt developed chronic cellulitis of unspecified pat of limb. On (B)(6) 2018, pt developed localized edema. Pt had acute copd (acute bronchospasm), acute bronchitis, mild to moderate cardiomegaly, hypertension. Pt had hyperinflation lungs indicate underlying copd, coarsened interstitial markings which are most likely chronic although further edema was not excluded, mild to moderate cardiomegaly. On (B)(6) 2018, pt's assessment included reactions from intra articular injection synvisc as per pt, but no significant findings seen on knees examination. On (B)(6) 2018, pts clinical condition had not changed from her previous visit. He again requested a note documenting which injection she received. On (B)(6) 2018, 62 days after receiving injection, pt has very bad cough with green mucus all through the day worse in mornings. Pt was short of breath and wheezing, also complained of chest tightness and pain. Resolving cellulitis in left anterior leg with redness but no warmness present; right anterior leg redness with no warmness and swelling; chronic bilateral lower leg edema. On unk dates , after unk latencies, pt experienced symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees. Pt complained of persistent cough with green sputum, sob, wheezing, fatigue and chest pain/tightness. Pt had smoking cessation counselling, copd education, inhaler education. Respiratory rate was 20, body temperature was 96.5. The plan was to administer solumedrol 125 mgx1, to continue with sprivia and dulera; tessalon prn; continue home oxygen, counsel to quit smoking, check chest x-ray and follow up in 4 months. New medications were benzonate 200 mg capsule oral and dulera 200 mcg-5 mcg/actuation hfa aerosol inhaler 2 bid. Pt had a very bad cough with green mucus all through the day worse in the mornings, was short of breath and wheezing; also complained of chest tightness and pain. Blood pressure was 141/53; oxygen saturation was 90%, respiratory rate was 20. The chest x-ray showed hyperinflation lungs indicating underlying copd, coarsened interstitial markings which were most likely chronic although further edema was not excluded, mild to moderate cardiomegaly. It was reported that pt denied hemoptysis. Corrective treatment: antibiotic shot for warm on the inside/fever on the inside/fevers; cefalexin monohydrate (keflex), IV antibiotics for legs were both really sore from her knees down; antibiotic and methylprednisolone sodium succinate (solumedrol) for flu; drained fluid out of her knee for knee effusion; keflex; im injection of some antibiotics, oral antibiotics, rocephin for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis; albuterol sulfate, promethazine, levofloxacin (levaquin), salbutamol sulfate (ventolin), ipratropium bromide/salbutamol sulfate (duoneb) for acute copd; not reported for rest events outcome: not recovered for lymphocyte count low, fluid out of her knee, her knees didn't work at all, warm on the inside/fever on the inside/fevers, device malfunction, cannot walk; unk for right anterior leg redness, hypertension, mild to moderate cardiomegaly, acute bronchitis, acute copd, hypoxemia; recovering/resolving for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis; unk for symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees; recovered for rest events seriousness criteria: required intervention for warm on the inside/fever on the inside/fevers, legs were both really sore from her knees down and device malfunction; important medical event for cellulitis/cellulitis of unspecifide part of limb/lower leg cellulitis and hypoxemia an investigation was initiated with global ptc number: 51666 as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot: 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow-up was received on 29dec17. No new information received. Add info was received on (B)(6) 2018 from pt's husband. Verbatim was updated for the event of warm on the inside/fever on the inside to warm on the inside/fever on the inside/fevers; knees on the inside felt puffy/bloating in her knees to knees on the inside felt puffy/bloating in her knees/explosion in the knees. Event of device malfunction, legs were both really sore from her knees down, redness, swollen from her knees down, flu were added along with its details. Clinical course updated. Text was amended accordingly. Add info was received on (B)(6) 2018 from pt's husband. Event of cellulitis was added along with its details. Event added; updated. Medical history, concomitant medications added. Text was amended accordingly. Add info was received on 30jan18 from medical doctor. Events were added along with its details. Medical history, concomitant medications added. Text was amended accordingly follow up was received on 12feb18. Global ptc number was added. Add info was received on 16feb18. Additional event of right anterior leg redness was added with details. Concomitant medications were added. Medical history of acute bronchitis, acute cough, acute wheezing, acute rash and other nonspecific skin eruption, acute pain in throat, acute pain, acute fever, acute asthma with (acute) exacerbation was added. Concurrent conditions of chronic bronchitis, anxiety disorder, insomnia, hypertension were added. Event term of cellulitis was updated; outcome was updated to recovering. Text was amended accordingly. Add info was received on 14mar18 and 19mar18 (all information processed together with clock start date tick with 14-mar-2018) from healthcare professional. Additional events of symptoms have worsened, current pain level is 8/night pain/ pain with sports/activities/daytime pain with rest/pain in knees/ diffuse, anterior, posterior pain/tenderness, red rash on her left calf, leg swelling/severe bilateral lower extremity edema, mild discomfort in knee with range of motion, instability, glucose increased, bun high, creatinine increased, gfr decreased both non af amer and af amer and warm to touch both knees were added. Concurrent conditions and medical history was added. Clinical course was updated. Text was amended accordingly add info was received on 19mar18 and 20mar18 (both information processed together with clock start date 19mar18) from the healthcare professional. Concomitant medication was added. Event outcome updated. Corrective treatment was added for event acute copd. Clinical course was updated. Pharmacovigilance comment: sanofi company comment for follow-up dated 19-mar-2018: the follow up information received does not change the previous case assessment. This case concerns a female patient who has received synvisc one injection from the recalled lot and later experienced condition worsened, knee pain, red rash, ankle swelling, swelling of legs, joint warmth, discomfort in joints, joint instability, fever, hypoxia, pain, redness and swelling in legs for which patient received IV antibiotics and was diagnosed with cellulitis. A temporal relationship can be established with the product administration (except for the event of hypoxia). Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This spontaneous case from united states was received on 28-dec-2017 from patient's husband. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and on the next day (latency: 1 day) her knees didn't work at all; after unknown latency was warm on the inside/fever on the inside/fevers, cannot walk, knees on the inside felt puffy/bloating in her knees/explosion in the knees, fluid out of her knee, knees are bad and she is in bad pain/knees are hurting; after few days legs were both really sore from her knees down, redness, swollen from her knees down, flu. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch number: 7rsl021 and expiration date: not reported) for knee pain and arthritis in both knees. On (B)(6) 2017, the next day her knees didn't work at all. Patient felt like an explosion in the knees. Patient had puffiness in her knees. Her knees on the inside felt puffy (onset: (B)(6) 2017; latency: unknown). She felt warm on the inside and chills (onset: 2017; latency: unknown). Everything was too cold for her. About 1-2 days later she was taken to a pulmonary doctor because she had a fever on the inside. The pulmonologist gave her an antibiotic shot. She didn't get pain shots or anything. The doctor didn't give her any pain medication, no antibiotics, no treatment recommendations. They didn't even tell her to rest it or elevate it or to take anything. She was asked to go to a lab and get water taken off her knee. They took fluid out of her knee (onset: 2017; latency: unknown). She had bloating in her knees (onset: (B)(6) 2017; latency: unknown). It was reported that the doctor injected patient with that synvisc- one that was contaminated. It was reported that patient would not be using it anymore. Patient had been getting it every six months before this. Patient said that it was hard to describe. On an unknown date in (B)(6) 2017 (latency: few days), patient legs got red and she had chills and fevers. On (B)(6) 2017, patient went to her regular doctor and doctor gave her antibiotics. Patient was prescribed levofloxacin (levaquin) for cough and chills. Doctor thought that patient had the flu. Then, the following week, patient went back to the doctor where they injected her and they said that there was nothing they can do. On (B)(6) 2017, patient went back to see the doctor. They gave her an antibiotic and solumedrol injection for coughing and chills. The nurse noticed that patient legs were both really sore from her knees down. Nurse noticed redness to patient and that they were very swollen from her knees down. They told patient to go to ER (emergency room). Patient went to the ER on (B)(6) 2017. They put her on IV (intravenous) antibiotics and gave her pills to take called cefalexin. It was reported that patient was not still having the problems. They resolved after she went to the ER and received treatment. Patient did have blood work done. Corrective treatment: antibiotic shot for warm on the inside/fever on the inside/fevers; cefalexin monohydrate (keflex), IV antibiotics for legs were both really sore from her knees down, redness, swollen from her knees down; antibiotic and methylprednisolone sodium succinate (solumedrol) for flu; drained fluid out of her knee for knee effusion; not reported for rest events outcome: recovered for flu, swollen from her knees down, redness, legs were both really sore from her knees down; not recovered for rest events seriousness criteria: required intervention for warm on the inside/fever on the inside/fevers, legs were both really sore from her knees down, redness, swollen from her knees down, device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow-up was received on 29-dec-2017. No new information was received. Additional information was received on 25-jan-2018 from patient's husband. Verbatim was updated for the event of warm on the inside/fever on the inside to warm on the inside/fever on the inside/fevers; knees on the inside felt puffy/bloating in her knees to knees on the inside felt puffy/bloating in her knees/explosion in the knees. Event of device malfunction, legs were both really sore from her knees down, redness, swollen from her knees down, flu were added along with its details. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 25-jan-2018: this case concerns a female patient who has received synvisc one injection from the recalled lot and later experienced fever, pain , redness and swelling in legs for which patient received IV antibiotics. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.